Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the affiliate that the lcsc5 just stopped working during the prodecdure. Another device was used to complete the case. There was no consequence to the patient.